Event description:
It was reported by service report that the footboard shell cracked and there were sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Cracked footboard with sharp edges.